Event description:
It was reported that during a lap sleeve gastrectomy, on the last firing using a gst60d and gore seam guard new scrub tech could not load the next gst60d. Pa and surgeon also attempted. New stapler was opened. Rep was present and examined the stapler to find to find prior gst60d reload pan was still in the stapler cartridge channel. The pan had become dislodged and remained in the device preventing the next load to be loaded properly. No patient issues. The device was not saved.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # unk. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.